Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure the dhs/dcs screw did not fit into the dhs plate. Another screw was selected and it worked out well.

Manufacturer narrative:
Device used for treatment and not diagnosis. Our investigation shows that the positioning groove of the screw has been widened up due to inadequate handling. As the groove is expanded and damaged the plate does not pass the slotted end of the dhs, dcs screw. In order to ensure a correct load transfer and to prevent such occurrence, it is very important to have an appropriate connection between the dhs screw and the connecting screw 338.310, which is guided through. The manufacturing records were reviewed and no complaint related issues were found, the instrument conforms to our specifications.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.